Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shock. The patient was pumping oil using an electric pump at the time of the event. The oversensing was not reproducible with isometrics or pocket manipulation. The lead measurements were noted to be stable. Only one episode of oversensing was noted. The cause of oversensing seemed to be environmental. No patient symptoms were reported.